Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no reported adverse impact on customer's blood glucose level. The customer continued to use the pump for insulin therapy.